Manufacturer narrative:
G2: country of event - japan. H3: product analysis of part # g3603518 ; lot# h5878221 visual and optical examination identified that there appears to be some damage/wear to the threads of the instrument. This is consistent with misalignment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was cervical spondylotic myelopathy (csm). It was reported that, setscrew was dislodged post-operatively. Patient experienced pain in the cervical spine. Revision surgery was performed and the set screw was re-inserted and the device was secured to c2 (previously fixed at c3/7). During the initial surgery, one rod was cut into two and implanted. There are no defects in the rod itself. There were no further complications reported regarding the event.